Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with fm921t - cranioplate 1.5 scr.mag.cross l:4mm. According to the complainant, during the procedure, nail breakage and burr occurred. The operation time was prolonged as a result. The complaint device was returned to the manufacturer for evaluation. There was significant surgery delay. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: we made a microscopic investigation of all nine screws. We made a microscopic investigation of all nine screws. The rest of the thread of screw a is in a good condition. The fracture surface of screw a shows the typical signs of a screw that was torn off by excessive torque. The phillips head of screw a shows significant wear and deformation. The rest of the thread of screw b shows little damages. The fracture surface of screw b shows the typical signs of a screw that was torn off by excessive torque. The phillips head of screw b shows significant wear and deformation. The rest of the thread of screw c is in a good condition. The fracture surface of screw c shows the typical signs of a screw that was torn off by excessive torque. The phillips head of screw c shows significant wear and deformation. The rest of the thread of screw d is in a good condition. The fracture surface of screw d shows the typical signs of a screw that was torn off by excessive torque. The phillips head of screw d shows only minor wear. The rest of the thread of screw e shows minor deformation. The tip of screw e is in a good condition. The phillips head of screw e shows only minor deformation. The rest of the thread of screw f is minor deformed. The tip of screw f is in a good condition. The phillips head of screw f shows significant wear deformation. The rest of the thread of screw g is damaged and deformed. The fracture surface of screw g shows the typical signs of a screw that was torn off by excessive torque. The phillips head of screw g shows wear and deformation. The rest of the thread of screw h is in a good condition. The fracture surface of screw h shows the typical signs of a screw that was torn off by excessivetorque. The phillips head of screw h shows only minor wear and deformation. The rest of the thread of screw I is slightly deformed. The fracture surface of screw I shows the typical signs of a screw that was torn off by excessive torque. The phillips head of screw I shows minor wear. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 5 similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 5(10) probability of occurrence7(10)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: there is no indication for a material-, manufacturing- or design-related failure. Without further knowledge about the circumstances we suspect that the surgeon made some handling errors during implantation. Based upon the investigations results a CAPA is not necessary.